Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, lead stretched, and outer insulation was melted; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was found to have a left ventricular lead fracture during routine interrogation of the device. The patient was admitted for elective procedure with worsening symptoms of fatique and dyspnea. The lead was explanted and replaced. The patient had an episode of angioedema in the evening of device exchange resulting in intubation and 3 day ccu stay.